Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e226, coupler is rusted, water leakage and image is getting blur automatically after sometime. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e226 was coming due to defective cable unit, image was getting blur automatically after sometime it was due to defective charged coupled device unit and water leakage is coming from connector cracks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head was not working and only dots were seen on the monitor. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.